Event description:
It was reported an angio-seal was selected for use post angiogram procedure on (B)(6) 2010. Deployment took place without any difficulties and hemostasis was achieved. On (B)(6) 2010, two days post procedure, the pt was reporting leg and back pain. During investigation of the puncture site a lump measuring 2 cm had formed at the puncture site. Ultrasound confirmed a pseudoaneurysm, which was managed with a thrombin injection. The pt was discharged on (B)(6) 2010. However, the pt returned to the hospital on (B)(6) 2010 again reporting leg and back pain. The puncture site was re-examined and the pseudoaneurysm was considered to be stable and the pt returned home.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.